Event description:
It was reported that this pacemaker oversensed noisy signals leading into pacing inhibition with asystole greater than two seconds, which resulted in syncope. This patient was hospitalized and the involved lead was surgically abandoned and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.